Event description:
Reported incision and drainage - left hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The size 5 accolade ii 132 deg; cat# 6720-0535; lot# 42909504 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for identification or evaluation. ¿x-rays confirm adequate size and position of all components with stable position in the bone and no apparent issues. Despite the rather limited clinical information, a diagnosis of deep joint infection is evident. In this case no correlation between any specific device property and infection can be established.¿ a review of the device history records and chr could not be performed as no lot information was provided.

Event description:
Reported incision and drainage - left hip.